Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.

Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio meter was giving inaccurately low readings. The patient obtained the blood glucose reading of 5.1 mmol/l on the reported meter, and laboratory blood glucose reading of 9.0 mmol/l. The patient's testing technique was correct; there was no information provided about the patient's test strips. The patient reported no symptoms or medical attention. The meter was replaced. As the test results fell outside expected values for meter-to-laboratory accuracy testing this complaint is being reported. There was no adverse event associated with this issue.